Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error 130 and asked for replace battery now. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had battery failed alarm after battery been replaced. Battery cap and compartments were intact. Customer also stated that the alarm history was checked and there was error in the motor was detected by reading unexpected value from hall sensor and software error detected alarm. Insulin pump errors were not able to be troubleshoot as insulin pump asked for replace battery. The insulin pump will not be returned for analysis.